Event description:
It was reported that there was frost on the needle shaft. An icerod cx 90 degree needle/vl was selected for a cryoablation procedure to treat a kidney tumor. During the procedure, however, frost was observed on the needle shaft. This needle was used to complete the procedure while the patient skin was protected by a glove filled with warm water. After the procedure, the skin looked okay, and the patient fully recovered.

Manufacturer narrative:
D3: manufacturer address 1- tavor building 1, industrial park device evaluated by manufacturer: an icerod cx 90 degree needle/vl (31708031) was returned to arden hills cis for analysis. Visual inspection of the exterior of the needle was performed and no abnormalities were noted. The needle was connected to the icefx console, and a two-minute confidence test was performed, and it was discovered during this test that the device had frost on the shaft. The needle was disassembled and evaluated under a microscope for abnormalities. It was noted that there were abnormalities in the vacuum insulation tubing, a dent was present. The vacuum insulation tubing was connected to a needle fixture and ran to verify the frost. The frost on the shaft was confirmed.

Event description:
It was reported that there was frost on the needle shaft. An icerod cx 90 degree needle/vl was selected for a cryoablation procedure to treat a kidney tumor. During the procedure, however, frost was observed on the needle shaft. This needle was used to complete the procedure while the patient skin was protected by a glove filled with warm water. After the procedure, the skin looked okay, and the patient fully recovered.